Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the pump powered on with the returned battery cap and had a dim discolored display. The battery cap was able to fully tighten and a power loss was not observed. The battery compartment was intact and current draws were within specification. There was no evidence of moisture or loose components inside the pump. There were multiple low battery warnings and replace battery alarms observed in the black box history. There was evidence of partially discharged batteries being installed multiple times. The dim and discolored display was unrelated to the original complaint.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (battery life) issue. The distributor stated that the pump¿s battery life was shorter than expected and not meeting user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.